Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right-side deflation. Device remains implanted.

Event description:
Healthcare professional reported a right-side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: curved openings. Leak test was not performed since the opening is big. A microscopic analysis identified: a curved striated opening on radius assessed as surgical damage and a curved sharp opening on plug strap bond edge assessed as unidentified (tear) opening (a dimension measurement in the shell was performed which identify the thickness within specification). Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is a curved striated opening assessed as surgical damage and a sharp opening assessed as unidentified (tear) opening.

Manufacturer narrative:
Reason for reoperation is deflation.

Event description:
Device has been explanted.